Manufacturer narrative:
Concomitant medical products: the main component of the system. Other relevant device(s) are: product ID: etlw1620c156ee, serial/lot (B)(4), ubd: 25-oct-2019, (B)(4); product ID: etlw1620c156ee, serial/lot (B)(4), ubd: 25-oct-2019, (B)(4); product ID: etlw1616c82ee, serial/lot (B)(4), ubd: 09-nov-2019, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 77 mm diameter abdominal aortic aneurysm. It was reported that approximately 3 weeks later the patient was admitted to hospital with a hematoma on the right groin. The patient was discharged from hospital the next day (B)(6) 2018 as the issue had resolved. Per the investigator, the cause of the event is due to a causal relationship with the procedure and not related to the stent graft systems. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
The site have assessed the event as having a causal relationship to the procedure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
It was reported the hematoma was incision related. The site have assessed the event as not related to device or procedure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received; the site and sponsor assessed the hematoma event as not related to the endurant device and having a causal relationship with the procedure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received 03rd dec 2021: the sponsor assessed the event as possibly related to the procedure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: intervention required. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that eight months post the event the patient's hematoma was removed from the right groin. Two days later the patient was admitted to hospital with fever, wound dehiscence and malnutrition. The patient was treated with antibiotics and the wound was treated with a vacuum system and was discharged from hospital, and the event was reported to be resolved. The investigator has reported that the event is not related to device or procedure. The sponsor has assessed the event to be possibly related to the procedure.